Event description:
It was reported that during transport of patient on a cardiosave intra-aortic balloon pump (iabp), alarm occurred for iab disconnected with discontinuation of pumping. The end user checked all connections and re-initiated therapy. This occurred at least twice during transport. The end user re-initiated therapy with autofills, and ran through additional helium. When near a helium refilling station, had to refill the helium. The helium tank required refilling after 2 alerted disconnections and continued to run after refilling. The patient was not hemodynamically impacted and no injury encountered. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Unrelated to this reported event, a getinge service territory manager (stm) was dispatched to the site and evaluated the iabp unit but was unable to duplicate the customer's reported issue. While performing calibration of the iabp unit, the stm observed that the helium regulator was very low and out of calibration. The stm calibrated the helium regulator to factory specifications then performed a leak check using the internal helium tank and the iabp unit passed within tolerance. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during transport of patient on a cardiosave intra-aortic balloon pump (iabp), alarm occurred for iab disconnected with discontinuation of pumping. The end user checked all connections and re-initiated therapy. This occurred at least twice during transport. The end user re-initiated thereapy with autofills, and ran through additional helium. When near a helium refilling station, had to refill the helium. The helium tank required refilling after 2 alerted disconnections and continued to run after refilling. The patient was not hemodynamically impacted and no injury encountered. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h6 (device codes).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during transport of patient on a cardiosave intra-aortic balloon pump (iabp), alarm occurred for iab disconnected with discontinuation of pumping. The end user checked all connections and re-initiated therapy. This occurred at least twice during transport. The end user re-initiated thereapy with autofills, and ran through additional helium. When near a helium refilling station, had to refill the helium. The helium tank required refilling after 2 alerted disconnections and continued to run after refilling. There was no harm or injury to patient and no adverse event was reported.